Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens but due to a traumatic cataract, the patient had insufficient capsular support to hold the lens. The lens was removed with no patient injury, no enlarged incision or sutures. The surgeon did not implant another lens. The reporter stated the event was not lens related and they use a competitor's phaco system.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). Event problem codes: (B)(4) - no consequences or impact to patient, no lens malfunction. Evaluation results: visual inspection of the returned product found one haptic bent. There was evidence of clear surgical residue. (B)(4).